Manufacturer narrative:
As reported in a research article, 182 patients out of the 3,017 followed had adverse events including thromboembolism, bleeding, cerebral infarction, peripheral embolism, and valve thrombosis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 2648612-2020-00025. It was reported through a research article identifying abbott mechanical valves that may be related to a thromboembolism. Details are listed in the article, titled "optimal oral anticoagulant therapy in chinese patients with mechanical heart valves." This study enrolled 3,176 patients, of whom 3,017 were followed between 01 january 2013 to 01 january 2019. Patients were a mean of 47.88 years old with 1826 being female that were implanted with an abbott mechanical valve. Of the 3,017 patients, a total of 182 patients suffered from adverse events, with a roughly 1.43% annual incidence rate of such adverse events. The patients had a history of: hypertension, diabetes, af, previous thromboembolism event, hypercoagulable conditions, rheumatic heart disease, endocarditis, stenosis, and regurgitation. The adverse events included: thromboembolism and bleeding, which further led to cerebral infarction, peripheral embolism, and valve thrombosis. Over the course of follow-up, 18 patients died due to complications of anticoagulant treatment, 46 died due to cardiovascular causes, and 16 died due to non cardiovascular causes.